Event description:
It was reported that this pacemaker system exhibited a gradual increase of right atrial (ra) pacing impedance. Boston scientific technical services (ts) reviewed data from the device and confirmed that the ra pacing impedance increase appears to be gradual, but the measurements are within normal limits. Ts explained that the cause seems more physiologic related than a mechanical connection or device-lead interface problem. The ra pacing threshold measurements have not been affected and the right ventricular (rv) lead impedance is stable. As a precaution, ts provided troubleshooting recommendations in order to rule out lead integrity concerns, including x-ray imaging, movements performed by the patient and pocket manipulation. At this time, no further information is available. The device remains in service and no adverse patient effects were reported. Additional information received indicated that right atrial (ra) lead pacing impedances were increasing gradually, measuring around 2900 ohms. Technical services (ts) reviewed and recommended troubleshooting options and further ra lead evaluation. No adverse patient effects were reported. The complaint device remains in service; therefore, no product analysis could be performed. The complaint investigation conclusion code is no problem detected.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.